Event description:
It was reported that during device and lead explant due to systemic infection unrelated to the ICD system, externalized conductors were observed via x-ray no electrical anomalies were detected.

Manufacturer narrative:
No medwatch form was received.